Event description:
Reporter indicated that the pt has experienced an increase in the severity of seizures. The pt had also reportedly come down with a sinus infection also, but has never had worsening of seizure intensity before with a cold. It was also reported that on 12/29/02 the pt had a cluster of myoclonic seizures with 27 seizures within 10 minutes and that the magnet did not seem to help. Further investigation revealed that the pt was seen by neurologist in 2003 at which time the device pulse width was reduced from 250 to 130. Physician reported that the pt was not sleeping through the night (waking up for two hours several nights a week) and that the pt's behavior was hyper but related to seizures. Physician plans to wait 12 days to f/u and see if seizures decrease.